Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was received at medtronic's quality laboratory on (B)(6) 2011 ,and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be filed.

Event description:
Medtronic received info that this bioprosthetic valve (implanted over 4 years) was explanted. Prior to explant, the echocardiogram and catheterization showed stenosis with peak gradient of 17 and mean gradient of 12. The pt was noted to have a history of rheumatic heart disease. The valve was replaced with a mechanical heart valve. There were no adverse pt effects.